Event description:
Part nvarm - ball joint does not stay tight, camera falls. No injuries reported.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Section d4. UDI number, serial number is not applicable. Waiting for the customer to fill out the adverse event questionnaire. We have also reached out to the customer to confirm if the affected product will be returned for evaluation. Pictures were also requested if available. Acceptable risk as per hazard ID 6.6 in doc-023354 nicview 2 risk analysis. Risk is considered to be moderate. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Related CAPA - reference capa005355 further investigation to be carried out.

Event description:
Part nvarm - ball joint does not stay tight, camera falls. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). The customer provided confirmation in follow up email, that the camera did not fall off of the arm: the camera remained attached to the arm, but they were unable to tighten the camera into place at the ball joint of the arm. The screw that typically holds the ball joint in position continued to turn, without ever tightening the ball joint into place. This made the camera flop down, making it impossible to position on the baby. A patient was not injured or at risk of injury from this arm or camera. 05-jul-2023: information received from the customer, confirmed arm was disposed of. Unable to return for evaluation. The failure was not confirmed. The complaint could not be verified, materials not returned for analysis. Complaint will be included in trending data for further review.